Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer performed a supply change. There was no reported adverse impact to customer's blood glucose. Reportedly, customer continued to use pump for insulin therapy.